Manufacturer narrative:
The products have been returned and an investigation utilizing the returned meter, returned test strips and retained calibration bar has determined the complaint was not confirmed. Meter powered on with button, insertion of cal bar and with insertion of strips. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that approximately three days prior to calling customer service on (B)(6) 2013 she tried to do a test, but noted her adc blood glucose meter would turn on when the button was pressed, but not with test strip insertion. Customer further reported experiencing "slurred speech" and noted her "hands were shaking real bad". Customer also reported experiencing a "seizure", which she said "is usually accompanied by dizziness". Customer denied self-treating, but self-presented to her healthcare provider. Customer did not receive any diagnosis or treatment, but was instructed to take her metformin, a medication she was already taking. There was no report of death or permanent injury associated with this event.